Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual inspection of the returned tibial articular surface provisional (tasp) has a fragment from the anterior post feature fractured off. This device was manufactured in (B)(6) 2014 and had an approximate field life of two (2) years and two (2) months with an unknown frequency of use. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned device was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.